Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right fallopian tube has no coil/the two other coils have perforated my uterus/essure coils in abdomen, foreign bodies(two essure wires) in the peritoneal cavity"), device dislocation ("right fallopian tube has no coil/the two other coils have perforated my uterus/3rd coil was in uterus."), genital haemorrhage ("heavy bleeding") and kidney infection ("kidney infections") in an adult female patient who had essure (batch no. 641431, 619617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fentanyl and ketorolac tromethamine (toradol) for abdominal cramps as well as medroxyprogesterone (depo provera), medroxyprogesterone acetate and vicodin. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced urinary tract infection ("uti") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain upper and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), inguinal hernia ("inguinal hernia"), dizziness ("dizziness"), fatigue ("fatigue"), tinnitus ("ringing in ears"), tooth loss ("tooth loss"), insomnia ("insomnia"), abdominal distension ("bloated"), gastric disorder ("stomach issues") and thrombosis ("huge blood clot"). The patient was treated with surgery (diagnostic laparoscopy with partial omentectomy and removal of foreign bodies x2 on (B)(6) 2016.) And surgery (hysterectomy (uterus, cervix) 3rd coil was in uterus on (B)(6) 2017). Essure was removed in (B)(6) 2017. In 2017, the headache had resolved. At the time of the report, the uterine perforation, device dislocation, kidney infection, urinary tract infection, abdominal distension and gastric disorder had resolved, the genital haemorrhage, inguinal hernia, dizziness, fatigue, tinnitus, tooth loss and insomnia was resolving and the thrombosis outcome was unknown. The reporter considered abdominal distension, device dislocation, dizziness, fatigue, gastric disorder, genital haemorrhage, headache, inguinal hernia, insomnia, kidney infection, thrombosis, tinnitus, tooth loss, urinary tract infection and uterine perforation to be related to essure. The reporter commented: trailing coils: left n/a right 7 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: one of tubes was not properly blocked; on (B)(6) 2010: total occlusion of the fallopian tubes bilaterally . On (B)(6) 2016 : CT scan showed coils in abdomen. On (B)(6) 2016 (per mr), procedure: diagnostic laparoscopy with partial omenectomy and removal of foreign bodies x2. Findings: patient had had a sterilization procedure carried out with essure coils at a previous date. Apparently 2 of these coils migrated into the peritoneal cavity and the patient was having chronic lower abdominal pain over the location of the coils. The coils were found to be located within the greater omentum and had not bowel involvement. They had become adherent to the omentum. This required resection with partial omentectomy. The remainder of the abdominal cavity was free of any abnormalities. There was a very, very small hernia in the right inguinal region. On (B)(6) 2016 (per mr), procedure: laparoscopic bilateral salpingectomy. Abnormal findings: two ectopic essure coils. Complications: none. (B)(6) 2017: (per pfs). Hysterectomy (uterus, cervix) 3rd coil was in uterus. Surgical pathology report pathological diagnoses: specimen b. Foreign body, omentum, excision two essure coils identified within adipose tissue. One coil has an attached catheter. Gross description: specimen b consists of two fragments of mature lobulated adipose tissue, the first fragment measures 3.2 x 2.5 x 1.0 cm. A coiled essure device measuring 2.5 cm is present within the tissue. An essure device is identified measuring 2.0 cm in greatest length. In addition, a separate tubular structure that is tan-white is present measuring 1.5 cm in diameter adjacent to the essure device. Abnormal CT-there are 2 foreign bodies located anteriorly in the peritoneal cavity, one in the midline just below the umbilicus, one in the left lower quadrant. Xr acute abdomen series- 3 separate essure coils observed. Two of these essure coils overlie the si joints bilaterally but there is a single, separate, coil which overlies the inferior coccyx. This inferior essure device is concerning for possible malposition. Further evaluation with CT imaging of the lower abdomen and pelvis is suggested for improved evaluation. Most recent follow-up information incorporated above includes: on 1-mar-2018: plaintiff fact sheet and medical records received : the product and patient information updated. The events inguinal hernia, uti, heavy bleeding, stomach pain and cramps added as events. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right fallopian tube has no coil/the two other coils have perforated my uterus/essure coils in abdomen, foreign bodies(two essure wires) the peritoneal cavity"), device dislocation ("right fallopian tube has no coil/the two other coils have perforated my uterus/3rd coil was in uterus/coils in abdomen"), genital haemorrhage ("heavy bleeding"), kidney infection ("kidney infections") and thrombosis ("huge blood clot") in a 41-year-old female patient who had essure (batch no. 641431/ 619617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "she had 3 colis". The patient's past medical history included nerve deafness and cholecystectomy. Concurrent conditions included procedural bleeding, nausea and vomiting. Concomitant products included fentanyl and ketorolac tromethamine (toradol) for abdominal cramps as well as ergocalciferol (vitamin d2), medroxyprogesterone (depo provera), medroxyprogesterone acetate, simvastatin and vicodin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("uti/ frequent uti's"). On (B)(6) 2014, 4 years 9 months after insertion of essure, the patient experienced fatigue ("fatigue") and tooth loss ("tooth loss"). On (B)(6)2014, the patient experienced dizziness ("dizziness"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain upper ("stomach pain"). On (B)(6) 2014, the patient experienced headache ("headaches"). On (B)(6) 2015, the patient experienced insomnia ("insomnia"). On (B)(6) 2015, the patient experienced tinnitus ("ringing in ears"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and fallopian tube disorder ("fallopian tubes scarred"). In (B)(6) 2017, the patient experienced inguinal hernia ("inguinal hernia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), abdominal distension ("bloated") and gastric disorder ("stomach issues"). The patient was treated with antibiotics, surgery (laparoscopy with partial omentectomy and removal of foreign bodies x2 , salpingectomy) and surgery (hysterectomy (uterus, cervix) 3rd coil was in uterus on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, kidney infection, urinary tract infection, headache, abdominal distension and gastric disorder had resolved, the genital haemorrhage, inguinal hernia, dizziness, fatigue, tinnitus, tooth loss and insomnia was resolving and the thrombosis, abdominal pain upper and fallopian tube disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, device dislocation, dizziness, fallopian tube disorder, fatigue, gastric disorder, genital haemorrhage, headache, inguinal hernia, insomnia, kidney infection, thrombosis, tinnitus, tooth loss, urinary tract infection and uterine perforation to be related to essure. The reporter commented: trailing coils: left n/a right 7. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: one of tubes was not properly blocked; on (B)(6) 2010: total occlusion of the fallopian tubes bilaterally . On (B)(6) 2016 : CT scan showed coils in abdomen. (B)(6) 2016 (per mr). Procedure: diagnostic laparoscopy with partial omenectomy and removal of foreign bodies x2. Findings: patient had a sterilization procedure carried out with essure coils at a previous date. Apparently 2 of these coils migrated into the peritoneal cavity and the patient was having chronic lower abdominal pain over the location of the coils. The coils were found to be located within the greater omentum and had not bowel involvement. They had become adherent to the omentum. This required resection with partial omentectomy. The remainder of the abdominal cavity was free of any abnormalities. There was a very, very small hernia in the right inguinal region. (B)(6) 2016 (per mr). Procedure: laparoscopic bilateral salpingectomy. Abnormal findings: two ectopic essure coils. Complications: none. (B)(6) 2017: (per pfs). Hysterectomy (uterus, cervix) 3rd coil was in uterus. Surgical pathology report pathological diagnoses: specimen b. Foreign body, omentum, excision. 1. Two essure coils identified within adipose tissue. 2. One coil has an attached catheter. Gross description: specimen b consists of two fragments of mature lobulated adipose tissue, the first fragment measures 3.2 x 2.5 x 1.0 cm. A coiled essure device measuring 2.5 cm is present within the tissue. An essure device is identified measuring 2.0 cm in greatest length. In addition, a separate tubular structure that is tan-white is present measuring 1.5 cm in diameter adjacent to the essure device. Abnormal CT-there are 2 foreign bodies located anteriorly in the peritoneal cavity, one in the midline just below the umbilicus, one in the left lower quadrant. Xr acute abdomen series- 3 separate essure coils observed. Two of these essure coils overlie the si joints bilaterally but there is a single, separate, coil which overlies the inferior coccyx. This inferior essure device is concerning for possible malposition. Further evaluation with CT imaging of the lower abdomen and pelvis is suggested for improved evaluation. (B)(6) 2017:surgical pathology report diagnosis: uterus, left fallopian tube, complete hysterectomy and left salpingectomy: 1. Cervix-no pathologic diagnosis. 2. Interval phase endometrium, possibly postovulatory day. 1-2; no pathologic diagnosis. 3. Myometrium-adenomyosis, severe. 4. Proximal left fallopian tube -intact essure coil present in the lumen. Lot number: 619617. Manufacturing date: 2009/02. Expiration date: 2012/02. Lot number: 641431. Manufacturing date: 2009/05. Expiration date: 2012/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information was updated. Event added: fallopian tubes scarred. Concomitant drugs and historical condition was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right fallopian tube has no coil/the two other coils have perforated my uterus/essure coils in abdomen, foreign bodies(two essure wires) the peritoneal cavity"), device dislocation ("right fallopian tube has no coil/the two other coils have perforated my uterus/3rd coil was in uterus."), genital haemorrhage ("heavy bleeding") and kidney infection ("kidney infections") in an adult female patient who had essure (batch no. 641431, 619617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "she had 3 colis". The patient's past medical history included nerve deafness. Concurrent conditions included procedural bleeding, nausea and vomiting. Concomitant products included fentanyl and ketorolac tromethamine (toradol) for abdominal cramps as well as medroxyprogesterone (depo provera), medroxyprogesterone acetate and vicodin. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced urinary tract infection ("uti") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain upper and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), inguinal hernia ("inguinal hernia"), dizziness ("dizziness"), fatigue ("fatigue"), tinnitus ("ringing in ears"), tooth loss ("tooth loss"), insomnia ("insomnia"), abdominal distension ("bloated"), gastric disorder ("stomach issues") and thrombosis ("huge blood clot"). The patient was treated with surgery (diagnostic laparoscopy with partial omentectomy and removal of foreign bodies x2 on (B)(6) 2016/hyst) and surgery (hysterectomy (uterus, cervix) 3rd coil was in uterus on (B)(6) 2017). Essure was removed on (B)(6) 2017. In 2017, the headache had resolved. At the time of the report, the uterine perforation, device dislocation, kidney infection, urinary tract infection, abdominal distension and gastric disorder had resolved, the genital haemorrhage, inguinal hernia, dizziness, fatigue, tinnitus, tooth loss and insomnia was resolving and the thrombosis outcome was unknown. The reporter considered abdominal distension, device dislocation, dizziness, fatigue, gastric disorder, genital haemorrhage, headache, inguinal hernia, insomnia, kidney infection, thrombosis, tinnitus, tooth loss, urinary tract infection and uterine perforation to be related to essure. The reporter commented: trailing coils: left n/a right 7 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: one of tubes was not properly blocked; on (B)(6) 2010: total occlusion of the fallopian tubes bilaterally on (B)(6) 2016 : CT scan showed coils in abdomen. (B)(6) 2016 (per mr) procedure: diagnostic laparoscopy with partial omenectomy and removal of foreign bodies x2. Findings: patient had had a sterilization procedure carried out with essure coils at a previous date. Apparently 2 of these coils migrated into the peritoneal cavity and the patient was having chronic lower abdominal pain over the location of the coils. The coils were found to be located within the greater omentum and had not bowel involvement. They had become adherent to the omentum. This required resection with partial omentectomy. The remainder of the abdominal cavity was free of any abnormalities. There was a very, very small hernia in the right inguinal region. (B)(6) 2016 (per mr) procedure: laparoscopic bilateral salpingectomy abnormal findings: two ectopic essure coils complications: none (B)(6) 2017: (per pfs) hysterectomy (uterus, cervix) 3rd coil was in uterus. Surgical pathology report pathological diagnoses: specimen b. Foreign body, omentum, excision two essure coils identified within adipose tissue one coil has an attached catheter. Gross description: specimen b consists of two fragments of mature lobulated adipose tissue, the first fragment measures 3.2 x 2.5 x 1.0 cm. A coiled essure device measuring 2.5 cm is present within the tissue. An essure device is identified measuring 2.0 cm in greatest length. In addition, a separate tubular structure that is tan-white is present measuring 1.5 cm in diameter adjacent to the essure device. Abnormal CT-there are 2 foreign bodies located anteriorly in the peritoneal cavity, one in the midline just below the umbilicus, one in the left lower quadrant. Xr acute abdomen series- 3 separate essure coils observed. Two of these essure coils overlie the si joints bilaterally but there is a single, separate, coil which overlies the inferior coccyx. This inferior essure device is concerning for possible malposition. Further evaluation with CT imaging of the lower abdomen and pelvis is suggested for improved evaluation. (B)(6) 2017:surgical pathology report diagnosis: uterus, left fallopian tube, complete hysterectomy and left salpingectomy: cervix-no pathologic diagnosis. Interval phase endometrium, possibly postovulatory day 1-2; no pathologic diagnosis. Myometrium-adenomyosis, severe. Proximal left fallopian tube -intact essure coil present in the lumen most recent follow-up information incorporated above includes: on 18-apr-2018: medical record received.event device use issue was added. Concomitant conditions added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right fallopian tube has no coil/the two other coils have perforated my uterus/essure coils in abdomen, foreign bodies(two essure wires) the peritoneal cavity"), device dislocation ("right fallopian tube has no coil/the two other coils have perforated my uterus/3rd coil was in uterus."), genital haemorrhage ("heavy bleeding"), kidney infection ("kidney infections") and thrombosis ("huge blood clot") in an adult female patient who had essure (batch no. 641431/ 619617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "she had 3 colis". The patient's past medical history included nerve deafness. Concurrent conditions included procedural bleeding, nausea and vomiting. Concomitant products included fentanyl and ketorolac tromethamine (toradol) for abdominal cramps as well as medroxyprogesterone (depo provera), medroxyprogesterone acetate and vicodin. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced urinary tract infection ("uti") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain upper and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), inguinal hernia ("inguinal hernia"), dizziness ("dizziness"), fatigue ("fatigue"), tinnitus ("ringing in ears"), tooth loss ("tooth loss"), insomnia ("insomnia"), abdominal distension ("bloated") and gastric disorder ("stomach issues"). The patient was treated with surgery (diagnostic laparoscopy with partial omentectomy and removal of foreign bodies x2 on (B)(6) 2016/hyst) and surgery (hysterectomy (uterus, cervix) 3rd coil was in uterus on (B)(6) 2017). Essure was removed on (B)(6) 2017. In 2017, the headache had resolved. At the time of the report, the uterine perforation, device dislocation, kidney infection, urinary tract infection, abdominal distension and gastric disorder had resolved, the genital haemorrhage, inguinal hernia, dizziness, fatigue, tinnitus, tooth loss and insomnia was resolving and the thrombosis outcome was unknown. The reporter considered abdominal distension, device dislocation, dizziness, fatigue, gastric disorder, genital haemorrhage, headache, inguinal hernia, insomnia, kidney infection, thrombosis, tinnitus, tooth loss, urinary tract infection and uterine perforation to be related to essure. The reporter commented: trailing coils: left n/a right 7 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: one of tubes was not properly blocked; on (B)(6) 2010: total occlusion of the fallopian tubes bilaterally on (B)(6) 2016 : CT scan showed coils in abdomen. (B)(6) 2016 (per mr) procedure: diagnostic laparoscopy with partial omenectomy and removal of foreign bodies x2. Findings: patient had had a sterilization procedure carried out with essure coils at a previous date. Apparently 2 of these coils migrated into the peritoneal cavity and the patient was having chronic lower abdominal pain over the location of the coils. The coils were found to be located within the greater omentum and had not bowel involvement. They had become adherent to the omentum. This required resection with partial omentectomy. The remainder of the abdominal cavity was free of any abnormalities. There was a very, very small hernia in the right inguinal region. (B)(6) 2016 (per mr) procedure: laparoscopic bilateral salpingectomy abnormal findings: two ectopic essure coils complications: none (B)(6) 2017: (per pfs) hysterectomy (uterus, cervix) 3rd coil was in uterus. Surgical pathology report pathological diagnoses: specimen b. Foreign body, omentum, excision two essure coils identified within adipose tissue. One coil has an attached catheter. Gross description: specimen b consists of two fragments of mature lobulated adipose tissue, the first fragment measures 3.2 x 2.5 x 1.0 cm. A coiled essure device measuring 2.5 cm is present within the tissue. An essure device is identified measuring 2.0 cm in greatest length. In addition, a separate tubular structure that is tan-white is present measuring 1.5 cm in diameter adjacent to the essure device. Abnormal CT-there are 2 foreign bodies located anteriorly in the peritoneal cavity, one in the midline just below the umbilicus, one in the left lower quadrant. Xr acute abdomen series- 3 separate essure coils observed. Two of these essure coils overlie the si joints bilaterally but there is a single, separate, coil which overlies the inferior coccyx. This inferior essure device is concerning for possible malposition. Further evaluation with CT imaging of the lower abdomen and pelvis is suggested for improved evaluation. (B)(6) 2017:surgical pathology report diagnosis: uterus, left fallopian tube, complete hysterectomy and left salpingectomy: cervix-no pathologic diagnosis. Interval phase endometrium, possibly postovulatory day 1-2; no pathologic diagnosis. Myometrium-adenomyosis, severe. Proximal left fallopian tube -intact essure coil present in the lumen lot number: 619617 manufacturing date: 2009/02 expiration date: 2012/02. Lot number: 641431 manufacturing date: 2009/05 expiration date: 2012/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.